Event description:
It was reported the clinician implanted an excluder bifurcated endoprosthesis successfully. However, because of tortuous pt anatomy, the clinician was unable to access the contra gate therefore decided to convert to an aorto-uni-iliac (aui) approach. There was no allegation of product deliciency m ade by the clinician.